Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel dissection and shaft inflation occurred. The 90% stenosed denovo non calcified target lesion was located in the "slightly distal to ostial" bifurcation of the 1st diagonal and left anterior descending arteries. The 8mm x 2.25mm nc quantum apex mr balloon catheter was advanced to the target lesion and inflated two times to 12 atms. Then a 2.5-12 non bsc stent was implanted. For post dilatation the nc quantum apex mr balloon catheter was inflated to 18atms, 24atms, 28atms and 28atms. During the 6th inflation to 28atms an angiography was performed and a couple seconds later, it was noted that inflation device pressure went down. The physician thought a balloon rupture had occurred and negative pressure was applied. A angiography was performed and it was noted that a dissection had occurred between the lmca to the lad. The nc quantum apex mr balloon catheter was removed and it was noted that the shaft approximately 5mm proximal to the balloon was inflated like a balloon and was not in the implanted 2.5-12 non bsc stent. For treatment of the dissection a 3.5-28 promus stent was implanted and dilated with a 4.0/10 non bsc balloon catheter. No treatment for the lmca was performed and the physician decided to take a wait and see approach. During the procedure ivus was performed an unspecified number of times. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as recovered.

Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel dissection and shaft inflation occurred. The 90% stenosed denovo non calcified target lesion was located in the "slightly distal to ostial" bifurcation of the 1st diagonal and left anterior descending arteries. The 8mm x 2.25mm nc quantum apex mr balloon catheter was advanced to the target lesion and inflated two times to 12 atms. Then a 2.5-12 non bsc stent was implanted. For post dilatation the nc quantum apex mr balloon catheter was inflated to 18atms, 24atms, 28atms and 28atms. During the 6th inflation to 28atms an angiography was performed and a couple seconds later, it was noted that inflation device pressure went down. The physician thought a balloon rupture had occurred and negative pressure was applied. A angiography was performed and it was noted that a dissection had occurred between the lmca to the lad. The nc quantum apex mr balloon catheter was removed and it was noted that the shaft approximately 5mm proximal to the balloon was inflated like a balloon and was not in the implanted 2.5-12 non bsc stent. For treatment of the dissection a 3.5-28 promus stent was implanted and dilated with a 4.0/10 non bsc balloon catheter. No treatment for the lmca was performed and the physician decided to take a wait and see approach. During the procedure ivus was performed an unspecified number of times. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as recovered.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed solidified contrast in the inflation lumen. A portion of the outer shaft, located near the proximal balloon bond was plastically deformed in the form of a bulge, confirming the reported shaft deformation. The balloon was distended distally, extending beyond the distal balloon bond. Magnified inspection revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the device dfu indicates "do not exceed the rated burst pressure." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).